Event description:
The sales rep reported that the surgeon was performing surgery on a (B)(6) male patient. While inserting a 4mm x 38mm locking screw it allegedly would fully seat in the plate. The surgeon tried to insert the screw further but it would not move. The surgeon then decided to remove the screw and try again at a different angle. As he tried remove the screw the head of locking screw allegedly sheared off in the patient. The screw was inserted by hand using axsos 4mm t15 screwdriver and removed via the same method. The sales rep reported that the broken screw was left in patient in the plate. As this screw broke the consultant made the decision to put in a 4mm locking screw into the kickstand screw hole. Had the head of the distal screw not sheared off he would not have put a kickstand screw in.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. Stryker medical expert stated that no patient harm has occurred (prolongation of surgery time < 15 min, s0). With the provided information and x-rays it was not possible to determine the root cause. Several root causes can lead to the reported event. The screw may be touched another screw while inserting (collision). Wrong selection of implant/instrument size. Angulation issue etc. To insert the kick stand screw is biomechanically advantageous therefore it should not be interpreted as harm. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated. Device has not been returned.

Event description:
The sales rep reported that the surgeon was performing surgery on a (B)(6) male patient. While inserting a 4mm x 38mm locking screw it allegedly would fully seat in the plate. The surgeon tried to insert the screw further but it would not move. The surgeon then decided to remove the screw and try again at a different angle. As he tried remove the screw the head of locking screw allegedly sheared off in the patient. The screw was inserted by hand using axsos 4mm t15 screwdriver and removed via the same method. The sales rep reported that the broken screw was left in patient in the plate. As this screw broke the consultant made the decision to put in a 4mm locking screw into the kickstand screw hole. Had the head of the distal screw not sheared off he would not have put a kickstand screw in.